Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint. The device was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).